Event description:
Olympus medical systems corp (omsc) was informed that during an endoscopic retrograde cholangio-pancreatography (ercp) for a biliary stone lithotripsy, the basket in the handle of the device was broken while the users were attempting to close its basket around the stone. The users reportedly used another lithotriptor and successfully completed the procedure. There was no report of patient injury regarding this report.

Manufacturer narrative:
This supplement report is being submitted to provide the lot number of the device, the manufacturing date and the device evaluation report. Only the operation wire referenced in this report was returned to omsc for evaluation. The evaluation confirmed that the operation wire broke at the junction with the operation pipe. There were no abnormalities found upon investigation of the condition of solder part and the outer diameter of the junction. As the checking of the manufacturing record of the same lot, nothing abnormal was detected. Omsc assumes that the condition of the patient or stone might cause this event. The device instruction manual has warned users that there is possibility the calculus cannot be crushed by lithotriptor, and it also describes what to do if the lithotriptor cannot crush the calculus. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus medical systems corporation (omsc) performed a MDR retrospective review and omsc found that this supplemental report is required.

Manufacturer narrative:
An olympus (B)(4) followed up with the user facility to obtain additional information regarding this report, but without success. Omsc could not evaluate the device because the subject device referenced in this report was not returned to omsc, however, there were no abnormalities related to the breakage in the period when the device was supposed to be manufactured. Omsc concluded that the cause of the breakage was likely due to the hardness and the size of the stone. The device instruction manual warns users that "a lithotriptor cannot always crush all calculi captured in the basket. Operation of this instrument is based on the assumption that open surgery is possible as emergency measure." This report is being submitted as a medical device report in an abundance of caution.